Event description:
Caller reported an issue with the incorrect time setting on their device. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any further discrepancies. The caller understood and acknowledged these instructions.